Event description:
Information received from the field notes that the patient was in the hospital for an unrelated matter. A routine check on the pulse generator found dashes (---) for parameters, 50ua current drain and the device could not be programmed. During interrogation and programming attempts, the patient went into a sustained ventricular tachycardia. A loss of sensing was also noted. The patient was referred to another hospital for device replacement.